Event description:
Attorney contacted the MFR requesting the pump be held for analysis at a later date. The attorney stated the pump was implanted in 2001 and a problem was noted by the hcp in 2002. The pt underwent explantation of the pump.

Event description:
Attorney contacted the MFR requesting the pump be held for analysis at a later date. The attorney stated the pump was implanted in 12/2001 and a problem was noted by the hcp in 5/2002. The pt underwent explantation of the pump.